Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the emergency room. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed through observation of the alarm during functionality testing. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced.